Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient was reported to be pacemaker dependent. It was unknown when the device reverted to safety mode, however, the patient reported feeling sluggish for the past few weeks. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient was reported to be pacemaker dependent. It was unknown when the device reverted to safety mode, however, the patient reported feeling sluggish for the past few weeks. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.